Manufacturer narrative:
The customer reported a failure to pace during use. No adverse patient impact was reported. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to pace during use. No adverse patient impact was reported.